Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system replacement procedure due to an unknown reason. No further information could be obtained. Additional information was received that the reason for the revision was that the patients scs lead had migrated. The patient was doing well postoperatively. The explanted device was kept by the facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7109740, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7109719, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system replacement procedure due to an unknown reason. No further information could be obtained despite good faith efforts.